Event description:
It was reported that the user experienced bluetooth connectivity issues in which the dexcom g7 sensor provided readings in the dexcom app but not on the ilet, consistent with signal loss between the cgm and the ilet receiver component. Symptoms included no new clinical symptoms or adverse physiological effects. Outcomes included no impact to blood glucose management on the ilet and no need for medical care. Investigation included phone-based troubleshooting and education, including toggling dexcom g6/g7 settings, restarting the ilet, and advising a pairing wait period. Investigation of this case revealed that the issue aligned with intermittent wireless communication disruption between the cgm transmitter and the ilet, with sensor pairing expected to complete after standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and routine bluetooth reconnection behavior without device malfunction.